Manufacturer narrative:
Na

Event description:
It was reported that during patient's visit, the capture threshold had increased since implant. The lead was checked under fluoroscopy and showed dislodgedment. The lead was replaced.